Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted (exact date unknown and reason is unknown). Later, the patient was re-implanted with a new ipg.